Event description:
The customer reported that the pump experienced a malfunction with code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to send a replacement pump and instructed the customer on how to put the faulty pump into storage mode before returning it to tandem. The customer acknowledged the instructions, agreed to use their current pump as a backup until the replacement arrived, and was advised to return the problematic pump within 10 days.